Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient had to turn off the stimulator because they had a bad back pain friday (B)(6) 2024, and was going to use their tens electrode therapy. Last night they were having really bad diarrhea because they forgot to turn stimulation back on. Diarrhea started (B)(6) 2024. When they turned it on they started having a vibration when it was up too high. They kept turning it down to 1.7. They said, they never experienced this. They had it off for three days because it was a safety issue. They didn't know if they were going to be electrocuted. Patient said they felt something like an electrical thing. They started to feel something like a pinch. They turned it up to 2.5 maybe a day or two before shutting it off and was fine. Then when they turned therapy back on and it was at 2. 5 they couldn't handle it. Patient had it on friday night. It was so painful they could barely stand up. The patient thought it was from the pain in their back. Explained to patient that after having therapy shut off you can't always go back to where you left off because it feels too intense. Explained to just raise it to where they felt it and it was comfortable and then monitor to see if it helps the symptoms.

Event description:
Additional information was received from the patient. The patient called back and repeated therapy issues as reported and previously documented. Patient said still has diarrhea and will be see a gastro for this issue. Patient stated that their urination is better. Patient said over the last 3-4 days noticed increase in vibration in their leg. Patient said they turned the stimulation down today however could still feel the vibration in their leg. Patient then said started turning stimulation down the last couple of days. Patient said had physical therapy session today and turned stimulation down again. When asked, no falls or trauma since last call however patient did state that has a disorder in which loses their balance and falls. When asked, no new physical activities have been performed and at today's physical therapy session no other devices were used. Patient wondering if there could be an issue implanted device. Reviewed programming considerations and suggested patient schedule an appointment to have their internal device checked and ask for them to run some diagnostics. Patient said is back to dr. Amin as their managing physician. Additional information was received from the patient. They reported that the cause of the output being too high was unknown. The patient noted the most likely cause as being "turned off medtronic for use of urology. The reason why was to use for electrotherapy for lower back. Did not turn off and felt a little sling. Turned on to 2.4 where originally only it was vibrating and uncomfortable. Turned medtronic down to 1.1 and turned up eventually 1.2." The patient noted the issue has been resolved. The patient noted the cause of the unexpected/new stimulation sensations was determined. They noted the likely cause as being "turned off medtronics for 3 days. It changed the setting to lower setting. Customer rep believes turning off long time. The medtronics should have been put on airplane mode." The steps taken were noted as being "february 20 - spoke to cus. Rep and helped answering my questions. Explained how this had happened. Also gave tips to prevent this from happening." The issue was reported as being resolved. Additional information was received from the patient. They reported that the cause of the output being too high was unknown. The likely cause of the issue was noted to be "turned off to apply electrotherapy due pinch nerve. Fear of implant turned off for a few days and tuning on and changed. When turned on had to lower." The steps taken were noted as being "changed program and frequency feb 20. Problem resolve during that time." The cause of the unexpected/new stimulation sensation was noted to be determined and the likely cause was noted as being "turned off neurostimulator. Fear of shocking from use of electrotherapy. Turned on a few days later. Vibration was uncomfortable and vibrating and felt vibration down leg and private area and started to feel sensation on left of leg." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.